Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit. The initial result was 142.7 mmol/l. The repeat result was 152.5 mmol/l. The low result was believed to be correct as it matched the patient¿s previous results.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The electrodes were replaced, and the sipper needle was cleaned. The field service engineer (fse) identified a chipped dilution cup. The fse resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event.